Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok syringe had foreign matter. The following information was provided by the initial reporter translated from german to english: we noticed a quality defect in the following device in the pharmacy today: bd plastipaktm 3 ml syringe, lot: 3122025, expiry: 03.04.2028. When the plunger is moved, silicone oil is visibly deposited on the inner edge of the syringe body. As this would lead to product contamination, we cannot use the syringes as they are. Are you aware of this problem? Please give us your opinion.

Event description:
No additional information.

Manufacturer narrative:
Ten samples of 3ml eurographics syringes (p/n - 309658) were received and evaluated. All samples were received loose with silicone visible on the stopper. There was no stringing or pooling, therefore the silicone observed is not excessive. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time.